Event description:
Device 3 of 3. Reference MFR report: 3006705815-2019-01793. Reference MFR report: 3006705815-2019-01794. It was reported that patient experienced ineffective therapy. Low impedances were recorded, but efforts to get the impedance within normal range were unsuccessful. Surgical intervention was undertaken on (B)(6) 2019 wherein the leads and ipg were explanted.